Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver screen display is white. No additional event or patient information is available. The receiver was returned for evaluation. A visual inspection was performed and there were no observations found related to the customer complaint. The receiver data log was downloaded and reviewed finding hardware errors and screen error alarm on the incident date. Based on these findings the customer complaint has been confirmed making this a reportable event. The root cause cannot be determined to be the hardware errors and screen error alarms.